Event description:
The customer contacted stryker to report their device was having unspecified power issues. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue. The power module is faulty and needs replacement. The customer declined repair, the device was returned unrepaired as requested to the customer.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device was having unspecified power issues. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.